Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by he customer's parent that the customer got hospitalized 4 times due to unexplained high blood glucose. On (B)(6) 2018 they had unknown blood glucose levels at the time of the incident. The customer was having issues with meter reading transferring to the pump, boluses not getting delivered, and the sensor not connecting. The customer was given hospital pumps to treat. The caller stated the pump had insulin flow blocked and cannot find sensor alarms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as these were past events. The customer also had highs and got hospitalized on (B)(6), (B)(6) , and (B)(6) 2018. The insulin pump will not be returned for analysis.